Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station was not powering on, screen timed out and went black no power. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had no power. The field service engineer (fse) had responded to a medstation that had powered down unexpectedly. Upon arrival, the medstation had no power. The fse had begun disconnecting the pyxis bus connections to the drawers and determined that auxiliary full-height cubie drawer 2 had been at fault. The drawer board had been replaced, and the device had been rebooted. The fse had verified that the medstation was operational, and the customer had been able to recover and inventory the drawer. No further issues had been reported for the device. The system functioned as intended after the field service engineer (fse) resolved the issue.